Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ irregular bleeding") in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), arthralgia ("joint pain"), the first episode of nausea ("nausea"), dysgeusia ("metal taste"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, anxiety, arthralgia, dysgeusia, dyspareunia, abdominal distension, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of nausea, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received, reporter added,event added as hormonal changes describe: mood changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping),pain clubbed this event with previously reported event sharp pelvic pain, fatigue, weight gain, hair loss. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ irregular bleeding") in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), arthralgia ("joint pain"), the first episode of nausea ("nausea"), dysgeusia ("metal taste"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, anxiety, arthralgia, dysgeusia, dyspareunia, abdominal distension, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of nausea, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/pain ,chronic') and genital haemorrhage ('abnormal bleeding/ irregular bleeding/ unusual bleeding') in a 31-year-old female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. Concurrent conditions included uterine bleeding, asthma, goiter and lymphocytic thyroiditis. Concomitant products included salbutamol (albuterol hfa) since 1987 for asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste,parageusia"), menorrhagia ("abnormal bleeding (menorrhagia),heavy bleeding"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstrual cramps"), alopecia ("hair loss") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), arthralgia ("joint pain"), the first episode of nausea ("nausea"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), the second episode of nausea ("nausea"), fatigue ("fatigue"), menstruation irregular ("unusual periods") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, headache, dysmenorrhoea, fatigue, alopecia and depression had resolved, the genital haemorrhage, anaemia, anxiety, arthralgia, dysgeusia, dyspareunia, abdominal distension, abdominal pain lower, mood altered, vaginal haemorrhage, migraine, the last episode of nausea, weight increased and menstruation irregular outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Occluded bilateral fallopian tubes with essure devices. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received, new reporter, patient demographic, treatment and concomitant medication ,new event depression, lower back pain were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/ irregular bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. Concurrent conditions included uterine bleeding, asthma, goiter and lymphocytic thyroiditis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), arthralgia ("joint pain"), the first episode of nausea ("nausea"), dysgeusia ("metal taste"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), the second episode of nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and menstruation irregular ("unusual periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, anxiety, arthralgia, dysgeusia, dyspareunia, abdominal distension, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, the last episode of nausea, dysmenorrhoea, fatigue, weight increased, alopecia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Occluded bilateral fallopian tubes with essure devices. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: summons received- event unusual periods was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), arthralgia ("joint pain"), nausea ("nausea"), dysgeusia ("metal taste"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, anxiety, arthralgia, nausea, dysgeusia, dyspareunia, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, anxiety, arthralgia, dysgeusia, dyspareunia, genital haemorrhage, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.